Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 559+ mg/dl. The customer was admitted to the ICU for diabetic ketoacidosis. The customer stated that she is currently going through a divorce and had an argument with her husband. The customer got on an airplane and landed in las vegas. From there, her blood glucose went down. The customer was given potassium drip and fluid drip because she was dehydrated. The customer had several blood tests done. The customer's blood glucose reading was 90 mg/dl before she was released.